Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that a leak occurred from the syringe plunger during clinical use. No additional information received. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of leaking beyond the plunger was not confirmed. Visual inspection of set observed no defects or manufacturing issues. Functional testing was performed and resulted in no leaking. The root cause of the customer¿s report was not identified.

Event description:
The reported feedback suggests that a leak occurred from the syringe plunger during clinical use. No additional information received. From the reported information, there are no indications of serious injury to the patient or user as a result of this incident.